Manufacturer narrative:
This device is not sold in the us but a similar device is. The device is returned and an evaluation completed for it. Upon inspection of the device, it was observed that the inside of the light guide lens is dirty. Other observations for the device are: angulation in the up direction is out of standards due to worn angle-wire; distal end rubber coating adhesive is broken; crease at the screen due to damage of charge couple device (ccd) unit; and ccd lens is broken. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
This is an olympus asset returned for evaluation and repair of gap in the distal end rubber coating adhesive observed during receipt inspection. There is no harm to any patient or persons. Upon evaluation of the returned device, it was observed that the inside of the light guide lens is dirty. This medwatch is being submitted for the reportable issue of the inside of the light guide lens being dirty observed during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to physical stress caused a gap in the light guide (lg) lens adhesive, resulting in the inside of the lg-lens becoming dirty. The event can be detected by following the instructions for use (IFU) which state: ¿·inspection of the endoscope: inspect the objective lens and light guide lens at the distal end of the endoscope¿s insertion tube for scratching, cracks, stains, gaps around the lens or other irregularities.¿ the event can be prevented by following the instructions for use (IFU) which state: ¿do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ olympus will continue to monitor field performance for this device.